Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during use with the vision stent inside the vessel, the balloon was inflated to deploy the stent; however, it was noticed there was no stent on the balloon. The stent was not found in the pt. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).